Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00024. Device 2 is being reported under MDR-2247858-2022-00025, and device 3 is being reported under MDR-2247858-2022-00026.

Event description:
During initial implant the gate seemed to be "twisted" per dr. Lecroy because cannulation was extremely difficult. Once the gate was cannulated, they ballooned, placed the le and took a final angiogram and all seemed well. Yesterday dr. Lecroy informed peter bennett and I that he was going to perform a fem/fem bypass on patient due to limb thrombosis on the left side. (Contra) upon review of the follow up films, the patient did indeed have a limb occlusion of his left limb right at the flow divider. The graft was not twisted. My assumption is that due to the tight angle of the native aorta at this spot, the limb thrombosed off. Patient outcome - "patient is doing fine."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00024. Device 2 is being reported under MDR-2247858-2022-00025.

Event description:
During initial implant the gate seemed to be "twisted" per dr. (B)(6) because cannulation was extremely difficult. Once the gate was cannulated, they ballooned, placed the le and took a final angiogram and all seemed well. Yesterday dr. (B)(6) informed peter bennett and I that he was going to perform a fem/fem bypass on patient due to limb thrombosis on the left side. (Contra) upon review of the follow up films, the patient did indeed have a limb occlusion of his left limb right at the flow divider. The graft was not twisted. My assumption is that due to the tight angle of the native aorta at this spot, the limb thrombosed off. Patient outcome - "patient is doing fine."

Event description:
During initial implant the gate seemed to be "twisted" per dr. Lecroy because cannulation was extremely difficult. Once the gate was cannulated, they ballooned, placed the le and took a final angiogram and all seemed well. Yesterday dr. Lecroy informed peter bennett and I that he was going to perform a fem/fem bypass on patient due to limb thrombosis on the left side. (Contra) upon review of the follow up films, the patient did indeed have a limb occlusion of his left limb right at the flow divider. The graft was not twisted. My assumption is that due to the tight angle of the native aorta at this spot, the limb thrombosed off. Patient outcome - "patient is doing fine."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00024. Device 2 is being reported under MDR-2247858-2022-00025.